Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having difficulty breathing, respiratory infections, sinus infections and stomach issues. Patient also alleged had go to ER due to lack of oxygen. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged sinus infection, lack of oxygen, stomach issues, respiratory infections, and odor in machine. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and sa dark unknown dust contaminant on the front panel, unknown insect was observed on the bottom enclosure and dust contaminant was observed on the bottom enclosure and blower box. Evidence of liquid ingress was observed to the blower and blower box and keratin-like substance was observed on the blower box outlet. The manufacturer confirmed no presence of degraded sound abatement foam using a fitt. The manufacturer unable to directly address the symptoms or complaints. There were no errors found.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, respiratory infections, sinus infections, stomach issues and had gone to ER due to lack of oxygen related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.